Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the screw head and the driver were visibly damaged and could not be used on a patient. A different clamp was used instead. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the cause of the damaged was unknown; it came out stripped. The instrument was not damaged in the patient. It was unable to be used.